Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 353.9mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. On (B)(6) 2018 it was reported that the patient had a change in therapy and had not been getting good therapy, so they were going to revise the catheter. The patient was seen at the hospital for normal continued care. This physician was concerned about the change in therapy and the therapy was not helping the patient. There were no environmental, external or patient factors that may have led or contributed to the issue. He asked the surgeon to see the patient for pump follow up the same day. There was no motor stall seen in the event logs. To the reporter¿s knowledge the managing office did not perform a dye study. The catheter was aspirated successfully through the cap (catheter access port) in the or (operating room) with 2ml aspirated, however the healthcare provider wanted to replace the whole pump segment and a portion of the spinal segment. The surgeon trimmed the catheter,replaced the pump connector and aspirated again 2ml. It was unknown if the issue was resolved at the time of the report and it was noted that the physician would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2018 product type catheter.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the portion of that catheter that was removed was discarded of. No further complications have been reported.